Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was revised due to the patient developing a pocket hematoma. The device was removed from the pocket to address the hematoma. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076 implantable pacing lead, (B)(6) 2013. (B)(4).